Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the exact issue noticed on the packaging of the 2 boxes of vicryl you reported? What numbers were different?

Event description:
It was reported that an animal underwent an unknown procedure in (B)(6) 2019 and suture was used. While checking inventory and setting up for the procedure, it was noticed that the box had different numbers then the what they usually do. The veterinarian was not comfortable using the product. No consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Device evaluation summary: a sealed box of product code v449, lot # mjk700 was returned for analysis. During the visual inspection of sealed box, the printing information was compared against the ethicon final image, and all information included the product code and lot number were correct according to our system. Additionally, the bar code was read correctly in scanner. According to visual inspection the packaging labeling identification was correct. A manufacturing record evaluation was performed for the finished device lot number mjk700 and no non-conformances related to the reported complaint condition were identified.